Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump drive support cap. The customer¿s blood glucose level was unknown l at the time of the incident. The customer stated that the insulin pump drive support cap was protruded. Customer also reported to have received a motor error and a compromised force sensor system alarm and no troubleshooting was performed. Customer had a low blood glucose of 68 mg/dl and treated with food and a high blood glucose of 300 mg/dl and treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.